Event description:
It was reported that the device had a power-on-reset. It was noted that the patient was receiving radiation therapy. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. A power on reset (por) occurred on (B)(6) 2012 at address 1d df.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.